Manufacturer narrative:
This is a supplemental report to provide additional information. The subject device was not returned to olympus medical systems corp. (Omsc) for evaluation. Omsc confirmed the following from the evaluation result and the attached photo. The suction amount does not meet the standard due to the channel tube damage as follows. The clearance of the u/d knob is out of specification due to the wear of the angle wire. A-rubber adhesion part is broken. Crease on the connecting tube. Inside of the lg lens is dirty. The forceps elevator does not operate smoothly due to the cut of the k-wire. Leakage on the deformed r/l knobe. Leakage on the deformed u/d knobe. Leakage on the broken channel tube. There is a brown part inside the lg lens, and there are traces of water invasion. It is consider that water has entered from around the lg lens, and it is judged that there is a gap in the adhesive part around the lg lens.to the evaluation result. The manufacturing record was reviewed and found no irregularities. It is presumed that it was caused by the following factors. Physical stress. Chemical stress. Storage environment (direct sunlight, high temperature, high humidity, environment exposed to x-rays / ultraviolet rays, etc.) Aged deterioration, etc. The above device handling has warned in IFU as follows. Important information ¿ please read before use: warnings and cautions: do not strike, hit, or drop the endoscope¿s distal end, insertion tube, bending section, control section, universal cord, or endoscope connector. Also, do not bend, pull, or twist the endoscope¿s distal end, insertion tube, bending section, control section, universal cord, or endoscope connector with excessive force. The endoscope may be damaged and could cause patient injury, burns, bleeding, and/or perforations. It could also cause parts of the endoscope to fall off inside the patient. 1.4 precautions: this instrument is not durable, or does not have sufficient durability against the respective methods stated in the guidelines of each country for destroying or inactivating prions. For information on the durability against each method, please contact olympus. If cleaning, disinfection and sterilization methods not stated in this instruction manual are performed, olympus cannot guarantee the effectiveness, safety and durability of this instrument. Make sure to confirm that there is no abnormality before use, and use under responsibility of a physician. Do not use if any abnormality is found. Chapter 5 storage and disposal: the storage cabinet must be clean, dry, well ventilated, and maintained at ambient temperature. Do not store the endoscope in direct sunlight, at high temperature, in high humidity, or exposed to x-rays and/or ultraviolet-rays. Doing so could damage the endoscope or pose an infection control risk.

Manufacturer narrative:
The subject device referenced in this report has not yet been returned to omsc for evaluation. Therefore the exact cause of the reported event could not be conclusively determined at this time. A supplemental report will be submitted, if additional or significant information becomes available at a later time.

Event description:
Olympus medical systems corp. (Omsc) was informed from the user that during the preparation for use, the elevator of the subject device was failure. Olympus service operation repair center (sorc) checked the subject device and found that the forceps elevator does not operate smoothly due to the breakage of the k-wire and the inside of the lg lens is dirty. There was no report of patient injury associated with the event.